Event description:
Reportedly, the instrument worked well, but there was fistula. The surgeon had to manually close the fistula. No injury or ill-effects to the patient. The device is being returned for examination. Lar.